Event description:
Customer's spouse reported that customer was hospitalized due to dka as per md. Did not want to troubleshoot the pump, stated that they had a prescription for a new 715 and just wanted to speak with insulin pump specialist to get process started.